Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration, high respiratory rate and leakage. There was no patient harm. Manufacturer's ref.#: 1234681.

Manufacturer narrative:
According to the information provided by the technician, the device had issues with delivery of o2 concentration according to the set values during use on patient. The issue was not reproduced during on-site visit. The issue was determined to be related with gas supply issues. The device passed all performance tests and was returned to clinical use. No part was replaced. The provided device's logs confirm occurrence of the issues during ventilation. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. According to the technician the pre-use check successfully passed during check up of the device. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that there are no indications of ventilator malfunction during the ventilation period and the cause of the issue is related to environment, as the problem was caused by exposure to environmental conditions outside the expected range.

Event description:
Manufacturer's ref.#: (B)(4).